Event description:
It was reported that during a gastric sleeve procedure, at the time of the shot blade tissue and drag the clip does not form properly. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.the batch record was reviewed and no anomalies were noted during the manufacturing process.